Manufacturer narrative:
H11. Additional manufacturer narrative-correction. After investigation this is discovered to be a duplicate case, all new/additional information will be processed and reported under MFR# 1038671-2023-00187.

Event description:
It was reported via legal documentation that a patient had a right knee revision on (B)(6) 2013, and then experienced a second revision surgical procedure on (B)(6) 2023, approximately 10 years after revision surgery. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
Pending investigation. There is no other information provided.